Event description:
The customer states that for the past few days, they have noticed that control and pt results run in a panel generate results are suspect, but when they are run alone, results are acceptable. The customer states that today controls are running within specifications, but that co2 results are in the 40 mmol/l range and that they are having to use the auto-dilution mode of the analyzer to obtain results. The customer believes that they should not have to use this mode of operation for results at that level (no specific pt info was provided). There is no impact to pt mgmt reported. A service call was initiated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.